Event description:
It was reported that the patient was experiencing overstimulation and burning sensation at the implantable pulse generator (ipg) site. It was also stated that the patients ipg was turning on and off randomly and was not holding a charge causing communication error. Database analysis was performed and results revealed poor charger to ipg connection. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6): the returned ipg was analyzed and revealed that the septum and setscrew from port a had been removed before it was received. An x-ray inspection showed that a fragment of the lead tail remained inside port a, and it was noted that this fragment was not aligned with the contact point of the ipg. This misalignment indicates that the lead was not properly positioned during the implantation procedure, and the setscrew was secured on one of the electrode's contact rings instead of it being tightened on the retention sleeve. This issue could have contributed to the reported intermittent stimulation and over-stimulation. Testing related to port a of the device was limited due to the stuck lead inside it. The reported allegation of experiencing overstimulation and a burning sensation at the ipg site, along with the ipg turning on and off randomly could not be confirmed. However, it was noted that the lead fragment was not properly aligned with the contact point of the ipg. During both visual and functional examinations, the ipg exhibited normal device characteristics. A review of the labeling also indicated that the reported events are known risks associated with implanting a pulse generator as part of a spinal cord stimulation system. Therefore, the probable cause identified for this allegation is the known inherent risk of device. Additionally, the reported allegation that the ipg was not holding a charge, causing communication errors was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Therefore, this allegation is assigned as a probable cause of failure to follow instructions.

Event description:
It was reported that the patient was experiencing overstimulation and burning sensation at the implantable pulse generator (ipg) site. It was also stated that the patients ipg was turning on and off randomly and was not holding a charge causing communication error. Database analysis was performed and results revealed poor charger to ipg connection. The patient underwent an ipg replacement procedure and was doing well postoperatively.